Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. The customer reverted to an alternate method of insulin therapy.